Manufacturer narrative:
Patient information was unavailable from the site. No part has been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the site was able to register the patient and the surgeon felt accurate. The site went sterile and changed out frames and were grossly inaccurate. The surgery was completed without navigation and there was no impact on patient outcome. The manufacturer representative tried to replicate issue the issue and discovered that the behavior was replicated when the reference frame was on backwards.